Event description:
Lap chole - "incomplete closure of one clip despite click and engaging plastic to plastic on handle. Spiralling of another clip which required removal and re-clip. Incident occurred whilst attempting to clip artery. Mr (B)(6) was the surgeon at the time." Pt status: no issues.

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.